Event description:
The reporter stated, that the surgeon was advancing a 24.5 diopter silicone lens and the lens felt tight in the cartridge and a haptic was caught in the cartridge. There was no pt contact or injury.

Manufacturer narrative:
The product pertaining to this claim was not returned, however, the lens was received and a visual inspection shows one haptic is pinched. There is clear surgical residue on the lens. It should be noted that the injector wasn't returned for inspection.